Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of an unknown quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were damaged; further described as "bits of plastic would break off after closing the clamps." It was further reported that pliers were used to get the clamps to latch. This issue occurred during setup, and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H4: the lot was manufactured from july 30, 2020 - july 31, 2020. H10: three (3) actual samples were received for evaluation. Unaided visual inspection was performed which observed that all clamps were closed. Additional inspection was performed which observed broken pieces loose inside the clamp in one sample and no damage in the remaining samples. The reported condition was verified only in 1 sample. The cause of the condition was a manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.